Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. The qa technician determined the device failed due to debris affecting the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.